Event description:
It is reported by pt's attorney that pt underwent surgery to her hip in 2003. Post-op, her pelvis was discovered to have fractured. As a result, in 2005, the hip was revised where the cemented insert was removed and replaced.

Manufacturer narrative:
Evaluation summary: pt age, weight, build and activity level are unk. Complaint indicates the insert was cemented, which is outside published indications. Cause cannot be definitively determined.